Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported unknown side "negative palpation and radiology. Suggested deterioration, we decided for implant exchange also based on the palpation via ultrasound. During the operation deterioration/rupture was verified. Healthcare professional later confirmed right side rupture. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Clarification to a2. Dob: 1978. E1. Phone number continued: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ visibility/palpability: unable to observe. ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported unknown side "negative palpation and radiology. Suggested deterioration, we decided for implant exchange also based on the palpation via ultrasound. During the operation deterioration/rupture was verified. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.